Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 126 mg/dl at the time of the call. The customer used sugar, food, and candy to treat. The customer experienced symptoms such as collapsing and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer mentioned sensor glucose versus blood glucose differences. The customer stated that the transmitter was not working properly. The insulin pump will not be returned for analysis.